Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device was in good condition. Error code 1720 was confirmed in the event log. A visual inspection and functional test were performed, and the reported failure was replicated. The device alarmed error 1720 when powered on. The root cause of the event cannot be established. The backup capacitor and microprocessor unit board will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms lec 1720. No patient injury was reported.